Event description:
It was reported that during a biopsy procedure, after both slides were locked into place, the device fired on its own. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.